Event description:
Implantation of the knee was 1997. Now, pt had pain and the x-ray didn't show why. When they opened the knee, they saw that the tibia component was loose and the femur component was broken.